Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the recommended bolus amounts were large. Review of the pump settings verified that the customer's carbohydrate ratio was set to 1 unit: 1.5 grams. Reportedly, the setting had been inaccurately programmed when it should have been 1 unit :15 grams. Recommendation was made to consult with healthcare provider regarding the pump settings. There was no reported impact to the customer's blood glucose level.